Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(6), implanted: (B)(6) 2022, product type: implantable neurostimulator, product ID: 97755-s, serial#: (B)(6), product type: recharger, product ID: 97745, serial#: (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the patient. The patient said, they were not sure why, but the remote wouldn't charge the ins. They received a new one. It charges good and the issue is resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 97745 (serial: (B)(6)); product type: 0201-programmer patient; product ID: 97715 (B)(6); product type: 0197-implantable neurostimulator; section d references the main component of the system. Other medical products in use during the event include: intellis recharger 97755 (serial # (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) is reporting that ins (located in their lumbar area) is taking longer than normal to charge up. Pt states this has been going on for 2 months. Caller states it will take over an hour to charge from 60%-100%. Caller indicated that they do have to move the recharger (rtm) around to get to excellent coupling. Ts reviewed how the difference from excellent, good and poor could impact the ins charging duration along with that if coupling changes and pt isn't aware of change. Then they think they have been charging at excellent when it really was really at good or poor. Ts asked about location and parallel with surface of the skin and pt indicated that it seemed normal and not changed at all. Again due to fact of not having rtm available for troubleshooting no way to understand what is the issue at this point. Redirected to call patient services when they have all of their equipment. Pt called back and repeated details from original call. Pt now has equipment with them. They said rtm is heating up. Controller port looks like the pins are not shiny. Emailed repair to send replacement the controller.